Manufacturer narrative:
(B)(4). It was indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be performed. Additionally, a review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The trek referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that using a right common femoral approach in a procedure of the de novo renal artery, the 5.0 x 8 mm nc trek balloon dilatation catheter (bdc) was inflated 3 different times using 18 atmosphere (atm) while over the balance middleweight (bmw) guide wire. The bdc was deflated without issue but the device became stuck and could not be removed separately from the guide wire. The bdc and guide wire were removed together as a system without issue. A second bmw guide wire was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.